Event description:
It was reported that during routine maintenance, the instrument drive unit (idu) button on an arm cart assembly (aca) was heavy to operate, and when the instrument drive unit (idu) button was pressed, the idu moved upward on its own. This occurred on both the acas. There was no patient involvement.

Manufacturer narrative:
Additional information: b5 (event description) and h6 (annex a) - clarification was provided on the event and the annex a code and event description have been properly updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during routine maintenance, the instrument drive unit (idu) button on an arm cart assembly (aca) was heavy to operate, and when the instrument drive unit (idu) button was pressed, the arm moved upward on its own. This occurred on both the acas. No patient involvement.